Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Pt stated about 6-7 months ago he experienced tingling down his leg to his knee when he laid down. Pt confirmed the tingling is not meant to be felt in the leg. Pt believes it was his left leg but isn't 100% sure. Pt spoke with a manufacturer representative on the phone back then who helped him adjust his stimulation which resolved the issue. In the summer he fell on his stomach inside a boat and experienced no changes to his stimulator at that time. Pt stated sometime after that fall and  at the end of 2020, he noticed his ins moves around. Maybe 2-3 weeks ago he noticed when he is just sitting he will notice a burning sensation and around the same time he noticed the return of that tingling down his leg. Pt stated currently it is his left leg. Pt stated he tried something but didn't' know what he did but knew it didn't help. Pt declined troubleshooting on the call and stated he would rather wait and speak with the rep from the area.